Manufacturer narrative:
This report is submitted on may 28, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2018 due to the patient wanting to upgrade to a newer technology. The patient was reimplanted with a new device during the same surgery.